Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-12554 and 1225714-2014-12555.

Manufacturer narrative:
Additional information received from the plaintiffs attorney indicated that the patient has expired. This is one of two device reports associated with this event associated MFR report numbers. 1225714-2014-12554 and 1225714-2014-12555.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2009 after the use of the product.